Manufacturer narrative:
Eval summary: the provisional was returned with nicks and gouges all over the head. The broken locking ring was not returned. From the damage exhibited, it is apparent that the provisional has been used a number of times. It is possible that the locking ring broke from material fatigue due to the number of times the device was used. However, with the info provided, a cause for this event cannot be determined. Review of the device history records was not possible as the lot number required for retrieval was unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the o-ring broke during the case.